Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. The reported problem (constant gong alarms / damaged cable) was confirmed. Upon evaluation of the electrode belt, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector. Upon evaluation of the monitor, the u612 component was defective and lacked an output voltage. The cause of the defective component is the damaged cable and connector in the electrode belt. The root cause of the damaged cable and connector in the electrode belt is excessive force placed on the cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and had a damaged cable.